Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will continued to be monitored. The device remains in use. No adverse patient effects were reported.